Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the coupling issues persisted after receiving adhesive discs. It was noted that the ins pocket looks fine. The consumer mentioned that they did not use the belt, and it was reviewed that using the belt and adhesive discs could help with coupling. Antenna locate did not resolve the issue so a new antenna was sent to the patient. It was reviewed that if this did not resolve the issue then a new insr could be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and post laminectomy pain. It was reported that the patient had poor coupling with recharging. The patient called because they were having trouble getting the antenna to get good coupling between the recharged and implant. After troubleshooting with the rep they suggested adhesive discs to keep the signal higher. No symptoms were reported. No further complications were reported or anticipated.